Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage on keypad traces. The insulin pump passed self test. No missing segments, partial display or unexpected screen turning on and off noted. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was 211 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.